Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system adapter was broken. The following information was provided by the initial reporter: the screw mouth of the adapter connector is damaged.

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported a device history review was conducted for lot number 2080990. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was submitted to aid in our investigation. Microscopic inspection was not able to identify any structural damage to the body of the q-syte. The screw track of the q-syte did contain a small flake of non-foreign matter. The material in questions, has been positively identified as the silicon septum of the q-syte. Our engineers cannot positively identify the root cause at this time but believe it is related to the feeding of the raw material into the automated assembly process. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system adapter was broken. The following information was provided by the initial reporter: the screw mouth of the adapter connector is damaged.